Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the small straight connector disconnects from catheter after suctioning every 2 hours. The customer stated multiple different catheters were reported. Additional information from the initial reporter on 8-mar-2019 stated that their report only stated multiple different catheters, it was not stated if it was one patient or multiple. The quantity was not provided. The issue did occur during use. No patient injury was reported.